Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 21-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. This patient¿s previous system was fully explanted at an unspecified time and date. This patient had no implanted pump or catheter at the time of the procedure. A new pump and catheter was implanted as a new pump implant, and was filled with preservative free normal saline until the pump manager could fill the pump with medication. Unknown if any diagnostics/troubleshooting were performed. Unknown if there were any patient symptoms. It was unknown the cause of the previous system explant. The issue resolved at the time of the report.